Manufacturer narrative:
G4:13feb2021 b4:(B)(6) 2021 h11:g5:k102985 h10: failure analysis on the returned power management (pm) board and power overlay. Unable to replicate the failure. Cycle testing did not replicate the reported failure. All leds operate normally. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported check vent alarm led failed while in use on a patient. The service technician was unable to duplicate the reported problem, but verified in the diagnostic log the check vent alarm led failed error. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The patient information was not disclosed. The unit was swapped out. No delay in therapy noted. The service technician replaced the power switch overlay and power management board as a preventive measure, since the reported issue was not duplicated.